Event description:
It was reported while using bd vacutainer® serum blood collection tubes, foiur tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k960250. Investigation summary: bd received 2 photos for investigation; the photos were reviewed and show four tubes containing only a few drops of blood. A review of the device history record was completed. There were no quality notifications or nonconformance material reports associated with this batch. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.